Event description:
It was reported by service report that the head-end lift was stuck in the highest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board.